Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting system error (se) 2240 (air in set) during dwell 5 on the home choice (hc). The technical service representative (tsr) explained the alarm and instructed the home patient (hp) to close the clamps and cycle the power to clear the alarms. The tsr advised the hp to discard the supplies and either start over with new supplies or finish with manuals. Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding the system error 2240 alarm. The hp stated he did not disconnect and did not notice anything out of the ordinary with the set. The hp stated he ended therapy for the night and resumed therapy the following night on the cycler. The hp did not follow up with his peritoneal dialysis nurse (pdn) regarding the alarm or any missed therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) is not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and user did not verbally provide sufficient information to identify the cause of the alarm.